Manufacturer narrative:
The returned frame was found to be in good condition with no apparent physical damage. When connected to a known good system the frame returned good geometry and divot error readings with all four leds firing. No problem found. Other relevant device(s) are: product ID: 9733881, serial/lot #: (B)(4), 510k number is unknown as the model# is not available for this legacy system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the led was fractured so they aborted navigation. This occurred intra/peri-operatively with no delay to surgical time. There was no reported impact on patient outcome.